Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reports symptom return drastically on (B)(6). Patient fell down two steps on her buttocks on (B)(6). Patient still feels stimulation in vaginal area. No troubleshooting performed yet but will be completed at physician¿s office on (B)(6) 2021 and the device will be interrogated. No further complications were reported.